Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized for low blood glucose on (B)(6) 2020. Customer visit to the emergency room for low blood glucose. Blood glucose reading was 53 mg/dl. Customer had a seizure and passed out. Customer also reported that insulin pump was over delivering. Customer was treated and then released. Customer was unable to perform a carelink upload. Customer was using auto mode. The insulin pump and reservoir will not be returned for analysis.